Manufacturer narrative:
It was further noted the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer started but displayed a black screen after few seconds, accompanied by fan noise. It was determined at analysis that the programmer displayed an error code then shuts down as the lem was not properly seated on the mpu board due to a broken spacer that holds the lem and mpu board together. It was noted that the cooling fan was noisy. The cord bay latches was broken. The keyboard hinges were missing. All the bullets were missing. The bezel (display) was cracked. The rear cover was broken. The hasp latch l was broken and the handle was cracked. The lower hinges l+r were worn. The upper hinge l was broken. The stylus cable was damaged and the shielding was visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer started but displayed a black screen after few seconds, accompanied by fan noise. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.